Manufacturer narrative:
References the main component of the device system; the other relevant components include:product ID neu_ascenda_cath, product type: catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2014 product type catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type catheter. Analysis identified no anomalies with the pump. Eval code-conclusion no longer applies to neu_ascenda_cath. Eval code-conclusion updated for pump 8637-40.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter b3: the date of the event was indicated as approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving lioresal at 2mg/ml at an unknown daily dose via intrathecal drug delivery pump for an unknown indication of use. It was reported that there was ¿suspicion of pump problems because patient looses it baclofen efficacy and they have changed catheter three times, (B)(6) 2014, (B)(6) 2015 and (B)(6) 2016¿. It was reported that the exact date when the patient first started experiencing was unknown. The serial numbers for the pump was unknown as the device had already been sent back to medtronic. The serial numbers for all of the catheters was unknown it was reported that the hcp thinks that this patient may have some internal problem with their pump and they had replaced the pump, too. It was reported that they had changed all catheters three times. The hcp reported that they had ¿changed catheter three times earlier¿ and now they want the pump to be further investigated ¿due lack of therapy efficacy¿. There were no reported issues with the catheters, but it was noted that the catheter replacements did not resolve the efficacy problems. No alarms, no withdrawal symptom or other sudden failures were seen with this patient. It was reported that the patient¿s status at the time of this report was alive ¿ no injury. The patient¿s medical history included spinal cord injury posttraumatica.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.